Manufacturer narrative:
Evaluation method the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported that a patient developed a skin irritation. The patient saw his physician, and the physician determined that the irritation may be due to an allergy to the thread used in the lifevest. The physician recommended time out of the lifevest to address the irritation. The patient reported that the irritation had improved.